Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 2- lumen catheter. Visual examination revealed adhesive residue on both extension lines and dried blood inside the catheter. The catheter was functionally tested for leaks by occluding the distal end and injecting water through each extension line. Water began leaking from the proximal extension line immediately. No leak was observed on the distal line. Microscopic examination of the leakage site revealed a cut in the extension line halfway through the tubing. Another small cut mark was observed a few millimeters above. A review of manufacturing records did not yield any relevant findings. The provided instructions caution the user not to use scissors to remove dressing. Based on the time of discovery and the damage observed, operational context caused or contributed to this complaint. No further action will be taken.

Event description:
It was reported that catheter was inserted (B)(6). (B)(6) during use in the patient's room, a small blood leak was found from the insertion site. (B)(6), a blood leak from the middle of the proximal lumen was found. As a result of these occurrences, the catheter was removed and replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.